Event description:
During cataract surgery on my right eye my dr implanted a 6.0mm sensar optiedge ar40e acrylic lens -sn#4098380306- with a diopter of 15 manufactured by advanced med optics. From the very outset I suffered from severe glare problems, especially from overhead lights and at night. At night I also suffered from double vision. The lens actually worsened my night vision. To treat the glare and nightime double vision my cataract surgeon prescribed pilocarpine gel -pilopine 4% gel-, which is supposed to keep the pupil constricted for several hrs. The gel reduced the glare and double vision, but it tore the retina off the wall of my eye on the very first day of its use. I had to return to surgery to have a vitrectomy and lasering inside my eye to prevent total loss of vision. My central vision was saved but my peripheral vision has been permanently damaged. I developed a capsular cataract within a few months of the retinal surgery and had to have the posterior capsule opened with a laser in october 2005. Nevertheless, I have still have severe glare problems at night in my right eye. I cancelled cataract surgery on my left eye, which was scheduled for two weeks after my right eye. Despite the cataract that remains in my left eye, I see better at night with my cataract eye than I do with the eye that has the sensar optiedge ar40e intraocular lens. I have since noted that the FDA approved the sensar lens only for persons aged 60+. I was 49 at the time of its implant. I was not told this by my surgeon, nor was I told of the risk of glare or double-vision at night. On my last visit with my cataract surgeon in april 2004 I asked him if he had reported my problems with this lens to the MFR or the FDA. He said he had not. Xalatan eye drops for glaucoma since 2001 pilocarpine 2%, 1% and 0.5% solution pilocarpine -pilopine- 4% gel artificial tears for chronic dry eye following retinal surgery. Capsulotomy right eye october 2005. Travatan eye drops for glaucoma beginning 2006.